Event description:
It was reported that the device would not charge. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced assembly and determined that the root cause of the reported failure was leaking electrolyte from a capacitor, designator c88, that contaminated soldered pins from ic hybrid chip, designator u24, causing the ic chip to operate improperly.